Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on (B)(6) 2017. A notification was received from the FDA on(B)(6) 2020 requesting a re-submission of this report, as the supplment #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on (B)(6) 2020. Information from original submission on (B)(6)-2017: strain relief supplement #1 - medwatch sent to FDA on (B)(6) 2017 . Device evaluation summary: the device was returned for analysis, and confirmed the connector type as strain relief. The rapidport was returned with a portion of port tubing, and the strain relief was separated from the tubing/port. The anchors on the port base were noted to be deployed. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and port tubing. Needle marks were noted on the port septum, and non-penetrating nicks were observed on the strain relief. Under microscopic analysis, the strain relief was noted to have striated edges, consistent with damage from a surgical tool. Also under microscopic analysis, the end of the port tubing was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Unknown taper. Further information has been requested of the initial reporter regarding: implant date, explant date, and device serial number. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Failure to secure the band properly may result in its subsequent displacement and necessitate reoperation.

Event description:
Reported as: a patient with the lap-band system was reported to have a "puncture of red liquid, pain in the site, case turned." Impossible to puncture. The port was removed and replaced.

Manufacturer narrative:
Strain relief. Supplement #1 - medwatch sent to FDA on 18-aug-2017. The device was returned for analysis, and confirmed the connector type as strain relief. The rapidport was returned with a portion of port tubing, and the strain relief was separated from the tubing/port. The anchors on the port base were noted to be deployed. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and port tubing. Needle marks were noted on the port septum, and non-penetrating nicks were observed on the strain relief. Under microscopic analysis, the strain relief was noted to have striated edges, consistent with damage from a surgical tool. Also under microscopic analysis, the end of the port tubing was noted to have striated edges, consistent with a surgical end cut and device removal activities.